Event description:
It was reported that a customer was requesting a pump reorder due to not being able to implant the pump due to a very complex anatomy. Additional information was provided that the implantation had to be aborted due to a peripheral artery disease. No other information is available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.1, a.2, a.3, a.4 and a.5 are unknown. D.4 model number, catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the delivery issue was most likely patient condition related, the patient had a very complex anatomy. The implantation had to be aborted due to a peripheral artery disease.